Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer 2 is failed, drawer was clicking continuously when plugged in and pyxis would not turn on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer 2 is failed, drawer was clicking continuously when plugged in and pyxis would not turn on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified that the drawer 2.2 on aux half height causing crowbarring device. So, the fse replaced the boards that were identified bad from multimeter. However, the replacement board also turned out to be bad, it appeared to be refurbished or previously used, as indicated by the presence of orange paint. The fse documented the condition of the replacement board and initiated steps to request a proper, functional unit. The system functioned as intended after the field service engineer repaired the device.